Event description:
It was reported that a homechoice (hc) pro experienced an unknown alarm. At the time of the alarm the solution bags were unable to be loaded onto the machine. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) has been returned for evaluation. Upon completion of the evaluation, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection and functional testing were performed and the device met all specifications. The reported problem could not be confirmed through a sample evaluation. The event logs were reviewed and the reported problem could not be confirmed. A device history review and service history review were completed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted